Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system exhibited oversensing of sense b noise resulting in two inappropriate shock. Device data was sent to rhythmcare for review. Rhythmcare then discussed possible causes and provided further troubleshooting options to be considered at the next follow up appointment. This system remains in service. No additional adverse patient effects were reported.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system exhibited oversensing of sense b noise resulting in two inappropriate shock. Device data was sent to rhythmcare for review. Rhythmcare then discussed possible causes and provided further troubleshooting options to be considered at the next follow up appointment. The system was tested with provocative maneuvers with an electrode fracture confirmed. This electrode was explanted due to the confirmed fracture. Additionally. The device was electively to avoid additional intervention in the near future. No additional adverse patient effects were reported.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system exhibited oversensing of sense b noise resulting in two inappropriate shock. Device data was sent to rhythmcare for review. Rhythmcare then discussed possible causes and provided further troubleshooting options to be considered at the next follow up appointment. The system was tested with provocative maneuvers with an electrode fracture confirmed. This electrode was explanted due to the confirmed fracture. Additionally. The device was electively to avoid additional intervention in the near future. No additional adverse patient effects were reported.

Manufacturer narrative:
The returned electrode was thoroughly inspected and analyzed. Resistance tests were completed to assess electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly and electrode body found no anomalies. Laboratory analysis did not identify any electrode characteristics that would have caused or contributed to the reported clinical observations.